Event description:
This lead was implanted on (B)(6) 1998 and still remains implanted at this time. It was noted on (B)(6) 2016 that many atrial tachycardia responses were recorded due to oversensing on atrial lead. Sensing and impedance were fine. Threshold was 1.6@1.0. No asystole greater than 2 seconds noted. The physician was dr. (B)(6) at an unknown clinic in (B)(6), australia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).